Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 4 devices were not available for evaluation. 11 device investigation types have not yet been determined. Additional information: 15 devices were labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly had a decrease in pressure. 15 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 14 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 previously reported events are included in this follow-up record. Product return status 7 devices were received. 8 devices were not available for evaluation. Event confirmation status 7 reported events were confirmed. Evaluation results 7 devices were found to be affected by damaged or separating flanges.